Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt has not been able to charge because the charger cannot locate the ipg. It was also reported the charger gets extremely hot after it is turned on for only a few minutes. The pt states the ipg can communicate with the programmer, and the pt has stimulation, but the battery is low. A new charger was sent to the pt and it was reported the new charger is working properly and fully charging the ipg.